Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue of unknown cause. It was the patient's blood glucose that day was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. During troubleshooting, it was reported the total daily dose basal history did not match the programmed basal rates for a known and expected reason: the basal edit screen was accessed and the customer made changes to the basal program. No additional information was provided and troubleshooting was unable to be completed. The reported health event does not qualify as a serious injury. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a pump malfunction could not be ruled-out.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering within the required range, and delivering accurately. The complaint was unable to be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.